Event description:
As reported, after implantation of an 18mm x 18mm palmaz blue on aviator plus stent, a 6mm x 12mm on palmaz blue on aviator plus stent was used but it could not pass through the lesion. There was no reported patient injury. The operator was trained. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: product evaluation revealed that the stent was dislodged proximally on the delivery system.

Manufacturer narrative:
Complaint conclusion: as reported, after implantation of an 18m x 18mm palmaz blue stent on an aviator plus stent delivery system, a 6mm x 12mm on palmaz blue stent on an aviator plus 142cm stent delivery system was used but it could not pass through the lesion. There was no reported patient injury. The operator was trained. Additional information was requested but was not provided. A non-sterile ¿blue/aviator plus 6x12/142p pkg¿ was received for product analysis. Per visual analysis, the unit was thoroughly inspected. Observing that there was no presence of any damages. Nevertheless, it shall be mentioned that the stent was displaced from the manufactured position to the proximal end of the balloon. Due to the stent displacement observed, a higher magnification analysis was executed to evaluate if any anomalies were present on the device¿s configuration. During this analysis, strut marks were observed along the balloon¿s surface that are related to the crimping process used to mount the stent to the manufactured position. Per this high magnification analysis, no anomalies were observed to be reported. The product history record (phr) review of lot 82276189 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported complaint of ¿stent delivery system (sds)-failure to cross¿ could not be confirmed due to the nature of the complaint and the received conditions observed to the device. However, an additional condition of ¿stent-dislodged¿ was noted to the returned device as the stent was dislodged proximally on the delivery system. The exact cause of the issue experienced and the dislodged stent could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to cross reported as it is not possible to perform a functional test in a laboratory environment to emulate the event reported where the device was unable to cross the lesion. Difficulty crossing a lesion or an anatomical structure is a known procedural occurrence, especially with difficult lesions. The consequences of crossing difficulty occurring during clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing is most commonly related to patient anatomy, operator technique and appropriate device selection. Also, these factors could have contributed to the dislodged stent condition noted with the returned device since the crimp marks of the stent were verified. However, since the dislodged stent was not reported by the customer, it should be noted that it is unknown if this received condition occurred during use in the patient or due to manipulations to the device after the procedure. According to the information for safety within the instructions for use (IFU), the contraindications section states, ¿generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta.¿ the IFU also warns, ¿patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant.¿ per the precautions within the IFU, ¿prior to use, the product should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding.¿ the IFU also cautions not to apply negative or positive pressure to the balloon during preparation of the stent system. During stent deployment, the IFU instructs, ¿keeping the gc immobile, observe fluoroscopically as the stent system is advanced through the gc over the guidewire to the target lesion. Carefully cross the lesion with the stent. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ neither the product analysis, nor the phr review suggest that the failure experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.